Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, the patient experienced kidney infections, vaginal scarring, bladder perforation, painful urination, nocturia, recurrent urinary tract infections, vaginal pain, abdominal pain and pelvic pain resulted from the implant. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.